Manufacturer narrative:
The customer reported that they experienced telemetry signal noise intermittently on multiple channels on their loaner telemetry system (wep) device. After some troubleshooting, it was determined that this was not the result of interference and that the wep loaner device will need to be exchanged due to the failure of that device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they experienced telemetry signal noise intermittently on multiple channels on their loaner telemetry system (wep) device.

Manufacturer narrative:
Manufacturer narrative: the customer reported that they experienced telemetry signal noise intermittently on multiple channels on their loaner telemetry system (wep) device. After some troubleshooting, it was determined that this was not the result of interference and that the wep loaner device will need to be exchanged due to the failure of that device. The defective loaner was returned and evaluated. The issue could not be duplicated. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.